Event description:
During the transfemoral tavr procedure, the patient sustained a left ventricular perforation requiring open heart surgical repair. Post deployment of a 26mm sapien xt valve, the patient¿s blood pressure was observed to have severely dropped. The echocardiographer noted a large pleural effusion and blood pressure remained low. The patient was placed on bypass and converted to an open heart surgery. Upon first examination, the surgeons stated the ascending aorta looked intact and normal. A left ventricle perforation was then discovered and the area was surgically patched. The patient was stable at the conclusion of the case and was transferred to the ICU for further monitoring the surgeons felt that the lv perforation may have been caused by the wire.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the surgeons believed that the ventricular perforation was caused by the guide wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.